Event description:
I have daily side effects from the essure birth control device. I have suffered full body rashes, I have lost most of my natural hair, fluid build up in my face, neck, chest and back. My life is destroyed. I'm not able to work. I have just applied for disability. I'm scared for my life. The oxygen doesn't flow properly in my skin. The upper thigh and chest and back skin has gotten 2 shades darker. Fluid retention in my legs and ankle. Pelvic, pain, coughing up blood, nose bleeds, irregular bleeding.